Manufacturer narrative:
Findings: pump received with no act button response due to corroded keypad trace. No button error alarm noted during testing. Pump received with minor scratched display window, cracked case at display window corners and cracked reservoir tube lip.

Event description:
The customer reported via phone call indicating that the insulin pump alarm button error. Customer's blood glucose was unknown mg/dl. The customer stated that he remove the battery and still got an alarm. The customer does not recall any significant events leading to the alarm. The customer was advised that the device would be replaced. The customer was to discontinue use of the device and revert to a backup plan.